Event description:
During a laparoscopic cholecystectomy, the device clips were misfiring and jamming. The first couple of clips worked fine then a clip went sideways that jammed up the next clips from feeding properly. Another device was used to complete the case laparoscopically. There was no consequence to the pt.

Manufacturer narrative:
H6; code 400: yielded jaws. If the jaws are closed over a hard object, the jaws can become damaged and will not form the clips properly. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.